Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "pelvisoft tm biomesh should be stored at room temp. Store unopened grafts at 2 degrees celsius - 38 degrees celsius (36 - 100 degrees fahrenheit), and away from direct heat source. The exp date for the pelvisoft tm biomesh is recorded on the shipping sleeve and the inner pouch label. The dispensing svc or end user must maintain the tissue under appropriate storage conditions. Do not use the tissue past the date of exp indicated on the shipping sleeve. Each implant has been sterilized by gamma radiation and should not be resterilized, nor exposed to ethylene oxide or steam. Pelvisoft tm biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft tmbiomesh should not be used. Pelvisoft tm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. When handling pelvisoft tm biomesh, use sterile gloves or sterile, non-toothed forceps to remove the tissue from the dish." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and impairment and substantial physical deformity, and has undergone or will undergo corrective surgery or surgeries.